Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Angle between proximal aaa neck and main axis of aaa is 60, aortic neck below the renal arteries is 22 mm, distal diameter is 22 mm, its length is 40 mm and the aneurysm is fusiform in shape with a diameter of 56 mm. Diameter of the iliac arteries bilaterally is 13 mm; femoral arteries are 9 mm in diameter. There was moderate iliac tortuosity bilaterally and stenosis is 10 %. The investigator assessed there was wound complications related to the procedure that started three months post implant. It was reported that one month post index procedure the patient presented with a cold left leg, ischemic on basis of occlusion of iliac artery. An endurant stent graft was placed. Kink on transition. The patient had a secondary intervention requiring hospitalization; the patient had a thrombectomy of the iliac artery. It was reported that cp stents were placed at the time of the secondary intervention. The patient recovered. The investigators assessment states that the event is related to the study device; however it is not related to the study procedure. It was reported that a technical observation of stent graft stenosis in the left iliac limb (revealed on the patient's 2 year follow-up CT imaging) was made. The patient had intermittent claudication, which was recognized earlier. The physician elected to perform ballooning to resolve the stenosis. The event is noted to have resolved. The investigator assessed that the stenosis was device related, however not procedure related. No clinical sequelae were reported and the patient is fine. A review of returned angio's still images post-implant showed thrombus throughout the length of the left (contralateral) limb. No obvious stent graft kink was seen. An unknown stent was placed within the distal section of contralateral limb, and the flow appeared to be restored. The cause of the thrombus could not be determined. Post-implant cta's could not confirm any thrombus or stent graft kinks within either limb.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (occlusion); unknown cause of event. Conclusion: unknown cause of event.